Manufacturer narrative:
The pump was received with normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. The pump passed displacement test, rewind, basic occlusion, occlusion, prime/ compromised force sensor and no delivery tests. No excessive "no delivery" alarm noted. The pump had intermittent button response and button error alarm due to corroded keypad traces. The pump had a cracked display window corner, scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly, weak battery, and no delivery alarm. The blood glucose at the time of the incident was 399 mg/dl. The customer states prior to this event the pump alarm no delivery alarm, which she changed the set and battery. The pump then alarmed weak battery, but no troubleshooting can be performed. The customer states the button error did not occur after moisture exposure or the button being held for longer than 3 minutes. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.